Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and it was determined that the lead had dislodged. Subsequently, the patient underwent a revision procedure and this product was surgically capped and abandoned. A new lv lead was successfully placed.